Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported by the customer that "small gmrs femoral component experienced polyethylene wear failure of the bumper axle bushings. Some wear was observed on the small gmrs femoral component and the small gmrs rotating component. Fretting corrosion was observed on the trunnion and taper of the 40mm gmrs extension piece linking the small gmrs proximal tibia and kotz to gmrs adaptor. The extension piece was easy to remove from the adaptor but extremely difficult to remove from the proximal tibia. Blackened flakes observed at tibial trunions." Patient presented with instability of the knee 15 years after the components were implanted.

Manufacturer narrative:
An event regarding instability/wear involving a gmrs tibial component was reported. The event was confirmed via the provided photographs. Method & results: product evaluation and results: the reported devices were not returned; however photographs were provided for review. The photographs show the femoral, tibial, and rotating components after explantation. The poly bearing components appear fractured and/or worn. It appears that the tibial rotating component (6495-3-601) is worn on the medial and lateral sides. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to instability and wear of various components. The reported devices were not returned; however photographs were provided for review. The photographs show the femoral, tibial, and rotating components after explantation. The poly bearing components appear fractured and/or worn. It appears that the tibial rotating component (6495-3-601) is worn on the medial and lateral sides. Further information such as return of the devices, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.